Event description:
It was reported that one day post implant there was intermittent undersensing on the right atrial (ra) lead at times during atrial tachycardia / atrial fibrillation (af) events. The lead remains in use. No patient complications have been reported as a result of this event.